Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode because error 319 was triggered during startup. The clockspring fiber cable was swapped with a new one and the error no longer occurred. The original clockspring fiber cable was reconnected and the errors returned. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva), sensors check, brake, sine cycle, carriage strength, friction, carriage switches, encoder linearization, direction, insertion buttons, check cannula, carriage switches and light emitting diode (led) brightness tests but failed the fiber test on clockspring. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, a non-recoverable fault was encountered. Customer stated that the system had a message that prompted them to disable universal surgical manipulator (usm) 3. Prior to calling in, customer stated that they power cycled the system but the system had a recoverable fault on power up on usm 3 and prompted them to disable usm 3 again. It was stated that the surgeon opted to disable usm 3 and continued with the procedure using only 3 of the 4 usms. The procedure was completed with no reported injury.